Event description:
It was reported, the colonovideoscope had foreign material that exited from the air/water nozzle. The issue occurred during cleaning for a colonoscopy procedure. The procedure was completed with another device (pcf-h190l serial number #(B)(6)), after a five-minute delay to switch out the scopes. The patient was not in the room yet. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a "disposable underpad" by the user facility - however, despite further inquiry as to the nature of this item, the user facility was unable to further specify this material. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.